Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there were pump turned on, battery low and power down messages. The pump was ran in user mode and the reported "power disturbed" problem was not duplicated but was verified. The event log showed an instance of low battery immediately followed by a power down, with no pump turned off entry between them. This indicates a battery depleted event. The batteries became depleted and the pump will undergo standard periodic maintenance to resolve the issue.

Event description:
Information was received indicating that cadd legacy 1 pump displayed error messages and that the power was disturbed. There were no adverse events reported.